Event description:
It was reported that an intraocular lens (iol) was defective. Material is available for investigation. No further information has been provided.

Manufacturer narrative:
Unknown/not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/ not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted; give date: not applicable, there is no indication the lens was implanted; therefore, it was not explanted. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.